Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided balloon was used during a dilatation procedure on (B)(6) 2016. According to the complainant, when trying to remove the device from the endoscope after dilatation, the black exit marker peeled off from the catheter. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that it was without the exit marker. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided balloon was used during a dilatation procedure on (B)(6) 2016. According to the complainant, when trying to remove the device from the endoscope after dilatation, the black exit marker peeled off from the catheter. The procedure was completed at this time. There were no patient complications reported as a result of this event.